Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08469. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to prolapse of vaginal vault, stress incontinence, vaginal enterocele, rectocele, and intrinsic sphincter deficiency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse, stress urinary incontinence, enterocele, and intrinsic sphincter deficiency.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, chronic urinary tract infection and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning in the urethra, dysuria, hematuria, and nocturia.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.